Event description:
Inform user reported a patient was showing signs of hypoglycemia prior to an inform reading of 94 mg/dl taken at 8:28 am. At 8:33 am a lab draw was taken and was reported back at 9:13 am as 30 mg/dl. At 9:18 am, the patient was treated with an IV push of 1 amp of d50. Within 5 minutes, patient was awake, talking, and was hungry. He was then given breakfast and coffee. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.